Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: stockert generator. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that in warfarin group: 3 patients with atrial fibrillation underwent radiofrequency ablation and suffered major bleeding which require intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿early experience of novel oral anticoagulants in catheter ablation for atrial fibrillation: efficacy and safety comparison to warfarin.¿ the purpose of this study was to compare novel oral anticoagulants (noacs) and uninterrupted warfarin in the peri-procedural period of af ablation. The study was conducted between september 2012 and october 2014. Overall 632 patients were enrolled in the warfarin group. Celsius and coolflex (st. Jude medical) ablation catheter were used in this study, however catalog and lot number are unknown. Bwi takes a conservative approach to open this complaint under celsius ablation catheter. Should more information be received, product for this adverse event will be modified as appropriate. Concomitant products were used during this study: stockert generator. The awareness date for this complaint is 8/30/2016 because the article was reviewed on 8/30/2016.